Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib) with a carto® 3 system, and a map shift of approximately 5 mm occurred. The source image distance (sid) and metal interference value parameters were checked and found to be normal. The system provided no errors.the physician found that the mapping points could not match the previous points.there was no evidence of patient movement or cardioversion. No adverse patient consequences were reported. The issue of map shift has been assessed as reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib) with a carto® 3 system, and a map shift of approximately 5 mm occurred. The investigational analysis completed on (B)(6)2018 . The biosense webster inc. (Bwi) field service engineer (fse) visited the account and found the issue related to user error. Bwi fse provided training to customer and suggested higher position of the upper fluoro panel or to move the patient table far away from the fluoro, to reduce the metal value for the map and all the patches. At the customer¿s request, the fse sent data for investigation to device manufacturer's research and development. Device manufacturer investigated data. The conclusion was that the map shift occurred due to a change in metal level caused by changing position of fluoro. User error. System is operational. The device history record (DHR) review was performed by the manufacturer and no anomalies, related to the reported issue, were noted in manufacturing or servicing of this equipment. Manufacture reference no: (B)(4).